Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h11. 142 previously reported events are included in this follow-up record. Product return status: 142 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 142 malfunction events in which the device reportedly overheated. - 115 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had the problem identified before clinical use/exposure; there was no patient involvement. -22 events had patient involvement; no patient impact. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 142 events were reported for this quarter. Product return status: 141 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information: 142 devices were not labeled for single-use. 142 devices were not reprocessed or reused.

Event description:
This report summarizes 142 malfunction events in which the device reportedly overheated. 115 events had the problem identified during a non-clinical procedure; there was no patient involvement. 4 events had the problem identified before clinical use/exposure; there was no patient involvement. 22 events had patient involvement: no patient impact. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.